Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.